Event description:
It was reported that a pt had not used their device system for two years due to a shocking/jolting sensation. Following a physician mode recharge to recover from an overdischarge, impedence measurements were >3600 ohms on electrodes 0, 2, 3, 4, 6 and 7. Electrodes 8-15 showed good impedance in the range of 721 to 982 ohms. Having an x-ray of the lead and/or extension area completed was discussed. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).